Manufacturer narrative:
Should additional information become available a supplemental record will be filed. The injury allegation of asthma attack and headache with medical intervention of prescription medications reported has a harms and severity score of (B)(4); therefore, the injury alleged is an FDA reportable event. The product malfunction allegation of the burning smell is not likely to cause harm with a harms and severity score of greater than (B)(4); therefore, the malfunction alleged is not an FDA reportable event. This reported malfunction is easily detectable by the end user. There is no allegation of a serious injury; therefore, this is not an FDA reportable event. User¿s manual rev ((B)(6) rev. F, page 5) invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Consult your physician or equipment provider for the type of reserve system required. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining.

Event description:
Consumer states that the unit smells like its burning and she has ran it everyday since (B)(6) for about an hour to get the smell away but it has gotten worse. Consumer states that she suffers mcs multiple chemical sensitivities so smells bother more. Consumer states the carpet underneath the unit gets hot to the touch, not against a wall and not a high pile carpet, berber type carpet. Consumer states that the smell gets so bad that they have to open all the windows and its 18 degrees outside. Consumer states the smell gets so bad she feels like she could pass out. Consumer was advised to stop running the unit since she has another unit to use in the mean time. Consumer is uses her fathers unit who is deceased in the meantime until her unit gets replaced. Consumer states the unit was running 30-40 minutes today and then shut it off and had the fan running to air out the house and the caregiver turned the fan off in the house and then the smell got worse and gave her asthma attack. Consumer had to use her inhaler (atrvan) while we were on the phone and took albuterol before she spoke to us and after. Consumer states that she has a headache. No additional information provided.